Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. The handpiece cable and power cable were inspected and were found to be acceptable. Handpiece was then connected into the control unit. When either the run or the window lock button was pressed, the indicator light on the control unit flashed orange indicating an issue with the handpiece and the drive shaft would not turn . Upon disassembly, we did not observe any component failure. However, the seal housing was observed to have heat discoloration. The likely root cause of this issue is a seized ball bearing. Over time, particulates and water could enter into the ball bearing assembly since it is not a hermatically sealed component. We have already implemented a corrective and preventive action (CAPA) to resolve this issue by replacing the ball bearings with slip bearings which better prevent the bearings from corrosion and from seizing. This device was manufactured prior to the implementation of these changes. There was no harm to the patient as the result of this incident. The procedure was completed using a different handpiece.

Event description:
The resector failed to rotate during pre-use check.